Manufacturer narrative:
(B)(4). Batch # unknown (B)(4). As the device was not returned, an analysis investigation could not be performed.¿ a conclusion could not be reached as to what may have caused or contributed to the event.¿ a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.¿ additional information was requested, and the following was received: what were the indications for surgery? Rectal tumor what surgical procedure was performed? Low anterior resection how did the non-cutting issue lead to an intra-operative leak? The purse string sutures werent cut during firing and the surgeon noticed small leak that was closed with some stitches did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Experienced surgeon on our device with more than 15 years of surgery where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? There were no donuts was a complete transection of the white breakaway washer visually confirmed? No were there any issues noted with staple formation at any point throughout the care of the patient? No was a leak test performed? If so, what type and what was the result? After closing the small opening with stitches, leak test performed with no leak was the staple line visualized endoscopically during the initial surgical procedure? No how many days postoperative did the leak occur? It was observed during surgery how was the leak identified? Noticed visually what was observed at the site of the leak upon reoperation? It was repaired immediately during the surgery how was the leak addressed? Visually and closed with stitches what is the status of the patient? Stable, the anastomosis area was kept as it is and a colostomy was made and they found that he needs chemo and radiation therapy, after that they will make a surgery to close the colostomy and redo anastomosis product is not available for return. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that stapler failure in a colorectal low anterior resection. The stapler stapled without cutting which lead to a leak and extended time of operation and forced the surgeon to do an ileostomy for the patient.